Event description:
A zoll distributor returned battery pack sn (B)(4) to report that it would not power up a monitor.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't power monitor) was confirmed. Upon investigation the battery pack was unable to recharge or power up a monitor. The cause for the failure was isolated to contamination in the battery pack which damaged the battery cells and battery pca. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the contamination.